Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that two years post implant of the ventralex st mesh the patient underwent an additional procedure to repair the hernia defect. At this time it is unclear if the hernia defect repaired in the 2014 procedure was a recurrence of the original hernia defect repaired in 2012. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia. A bard ventralex st hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect. The attorney alleges the patient experienced pain, additional surgical procedure, and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that two years post implant of the ventralex st mesh the patient underwent an additional procedure to repair the hernia defect. At this time it is unclear if the hernia defect repaired in the 2014 procedure was a recurrence of the original hernia defect repaired in 2012. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per operative notes, ¿¿ with a prominent ridge of what appeared to be folded mesh near the ventral incisional hernia ¿. It appears the mesh the surgeon is referring to is the ventralex st mesh based on the anatomical description. The instructions-for-use supplied with the device list adhesions as a possible complication. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI), e3, g1, g3, g6, h2, h3, h6, h10. This supplemental emdr represents the ventralex st (device #2). An additional emdr was submitted to represent the composix l/p (device #1). There is no indication of an adverse event associated with the device #3 (perfix plug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia. A bard ventralex st hernia patch mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect. The attorney alleges the patient experienced pain, additional surgical procedure, and was injured severely and permanently. Addendum per provided medical records: (B)(6) 2007 - patient was diagnosed with incarcerated recurrent ventral hernia and was scheduled for repair. Per operative notes "he was noted to have a large incarcerated mesh (no product identifiers provided) in the abdominal wall subcutaneous space... I then placed a piece of composix lp mesh (device #1) of circular shape measuring 11.4 cm in diameter into the preperitoneal location". (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional hernia and underwent recurrent incarcerated incisional hernia repair. Per operative notes "the hernia was identified¿I then lysed adhesions on the intraperitoneal area to gain complete access. Inferiorly, I could palpate the previous mesh (device #1) repair. This appeared to recover just superior to the mesh. I therefore cleared out an area and took a piece of mesh 8 cm circle ventralex st (device #2) type. This was placed in the intraperitoneal space, oriented appropriately." (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia, intraabdominal adhesions, underwent laparoscopic recurrent ventral incisional hernia repair. Per operative notes "upper midline adhesions loosely attached to loops of small bowel, all of which were lysed. A 2 cm empty recurrent ventral incisional hernia in the center in between 2 incorporated sheets of old mesh (device #1, device #2) was noted, with a prominent ridge of what appeared to be folded mesh near the ventral incisional hernia. Additionally, an empty left inguinal hernia identified laparoscopically. A 7 to 8 cm hernia sac was identified, freed from adherent tissue, and inverted into the intraabdominal cavity, with placement of an extra large perfix plug (device #3) under the fascia and into the hernia sac with coverage of the hernia defect". Attorney alleges that the patient had recurrence hernia, folded mesh, underwent additional painful hernia repair surgery, pain and suffering post implant of ventralex st.